Event description:
Cardiac ablation for pvc's (premature ventricular contraction). The patient complained of back pain during the procedure which is common during these cases. Grounding pad was placed on the lower back prior to procedure. All patches were removed in the catheterization lab. After transferring patient to the cardiac vascular, and thoracic unit (cvtu) a burn/blister was noted where the grounding pad was placed during the procedure, same location of pain during case. Manufacturer response for non-rem ground pad, valleylab non-rem polyhesive (per site reporter). The manufacturer will examine product and replace all of this lot number pulled after event, 8 packages.